Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and error code '106' was displayed. The catheter was exchanged for another catheter to complete the case. There was no patient consequences and the issue of error code 106 being displayed is not considered a reportable event. On (B)(6) 2018, the biosense webster inc. (Bwi) failure analysis lab (fal) received the device for evaluation. Initial visual analysis found ¿damage on the pebax sleeve with a lead copper wire exposed and protruding from the opening at approx 0.7 cm from distal tip. Reddish residue visible inside pebax sleeve.¿ the issue of damage on the pebax exposing internal wires is considered a reportable malfunction. As such, the awareness date for this record is 05/08/2018 because this is when the reportable malfunction was identified by the bwi failure analysis lab.

Manufacturer narrative:
On 6/5/2018, the initial 3500a form was inadvertently submitted with an incorrect device code. Corrections: removing device code of 2967 (issue with displayed error message). Adding device codes 2917 (device sensing issue), 1293 (hole in material), and 1262 (material frayed).

Manufacturer narrative:
Investigation summary: it was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and error code '106' was displayed. The catheter was exchanged for another catheter to complete the case. There was no patient consequence. The device was visually inspected and the pebax was found damaged and one wire was found exposed and protruding from the opening. Also, reddish material was found inside the pebax. Then, magnetic sensor functionality was tested on the carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage observed on the pebax area cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).